Event description:
It was reported that ever since the patient was implanted with the device on (B)(6) 2013, ¿it was going crazy, and it had not settled down.¿ it was stated that the patient had a stimulation amplitude of 0.10 volts. The patient was reported as having had vibrating from her shoulder blade to the right side of her arm, the implantable neurostimulator (ins) was causing her to stutter, and the ins was vibrating. The ins was stated as being implanted to treat the patient¿s neck. It was noted that the patient only had one program for the ins and had not had adjustments done yet. Turning off the ins was reported as having helped with the vibrating in the patient¿s arm. It was also noted that the patient was scheduled to have an x-ray taken.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3986a, lot# n370284, implanted: (B)(6) 2013, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).